Event description:
A report was received from a user facility in (B)(6) indicating that one day post-op the doctor saw what looked like a particulate in the patient's eye. According to the report, at one month visit, the doctor found the particulate in the corneal wound and he removed it with a forceps. There was no impact or injury to the patient.

Manufacturer narrative:
The lot of the pack involved in this complaint was not provided therefore the review of the lot manufacturing records could not be performed.